Event description:
Rn deflated balloon to the dignisheild rectal tube, then attempted to remove the device (as per protocol); however, the balloon detached from the tubing and remained in the rectum. The rn was able to remove the balloon manually.